Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump's black box showed that there were loss of prime warnings immediately following a replace cartridge warning. No pump related loss of prime warnings were observed. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The prime functions were performed with no failures or prime issues duplicated. A force calibration check passed. The pump's force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked traces. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.